Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported that the right side of the stimulator had not been working since last week. Pt stated difficulty using the device because the sister who previously assisted with charging and adjustments had passed away in a car accident, and the device had not been used since then. During the call, the pt niece assisted and was able to begin charging the implant (ins) with excellent recharge quality. Patient called back and reported the ins battery is now at 70%. Patient said they have a migraine so they want to lay down. Patient rep reported that the ins stimulates the left and right side for migraines and severe lower back pain. Patient rep said that the ins was dead for about a year or so and the last time they recharged it they found they are not getting stimulation to the right side. Agent reviewed patient services (ps) can review how to make adjustments to the therapy by increasing stim, changing group/programs but ps cannot direct them to which program or group will help resolve the issue. Agent reviewed patient can speak to their healthcare provider (hcp)  about this. Agent offered to help walk patient through making a change and patient hung up.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.